Event description:
The pt received her scs system consisting of two percutaneous leads, one dual extension and an ipg on (B)(6)2008. The pt reported feeling a burning sensation at the ipg implant site while recharging. Examination of the ipg and implant site found no abnormalities. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis. No additional info is available.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Verified that there is an area of charring between the two solder terminations. Analysis found that a solder bridge between the antenna terminals occurred. It was intermittent for some period due to it passing all mfg testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.